Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient was using a roof rake to remove snow from his roof after a recent snowstorm. He was pulling back on the rake and felt a pop in his shoulder. X-ray showed his glenosphere and metaglene looked displaced. In surgery, the metaglene, glenosphere and screws came out in one piece. A cta head was replaced due to the damage done to his glenoid. It was also reported in the der that there was poly wear around the liner's periphery and loosening of the metaglene, glenosphere and screws at bone to implant interface. Doi: (B)(6) 2015; dor: (B)(6) 2018; right shoulder.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.